Manufacturer narrative:
(B)(4). External visual inspection revealed cut silastic overmold at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear implant.

Manufacturer narrative:
The external visual inspection of the device revealed cut silastic overmold at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing sound quality issues and device migration. Revision surgery is under consideration.